Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that erroneous patient results were generated on the architect c16000 analyzer. The customer noticed liquid leaking from the r1a probe. An initial calcium result of 1.43 mmol/l (below normal range) retested at 2.33 mmol/l (within normal range). No adverse impact to patient management was reported.

Manufacturer narrative:
The customer was contacted on (B)(6) 2017 and no further discrepant results were observed subsequent to the field service representative activities completed on (B)(6) 2017. The architect (B)(4) is considered the likely cause based on the variety of parts replaced, flushed, and/or adjusted on multiple occasions by the field service representative. Review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There were no subsequent complaints from the customer regarding discrepant results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency of the architect c16000, list number 03l77, was identified.